Event description:
It was reported that during removal of the epidural catheter from the patient by a nurse, resistance was encountered. The patient was repositioned and the catheter was removed. It was noticed that approximately 5-6cm of the tip portion of the catheter was missing. The indwelling portion of the catheter was removed from the patient without any complications.